Manufacturer narrative:
This medical device report is linked to medical device report 2023988-2004-00095 and 2023988-2004-00096. All three catheters were used on the same patient. The catheter is not expected to be returned. An investigation has been initiated based on the reported information.

Event description:
The device is not expected to be returned. The 110-4l catheter is being used with the licox pmo system. The cc1.p1 catheter is working properly providing the oxygen and temperature readings. The 110-4l was a replacement for the second 110-4l catheter which failed after one hour of operating correctly. This third 110-4l catheter was inserted into the lumen with difficulty. Once inserted in the correct position, the catheter did not function at all. The catheter was left in place. The licox system was left in place since the oxygen and temperature readings were being monitored.